Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify power error detected due to unresponsive buttons. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. The customer's blood glucose value was 10.9 mmol/l. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer stated they are not previously called to report power error detected. Customer stated notification light did not immediately stop flashing. The insulin pump will be returned for analysis.